Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 moths did not indicate any additional similar reports for this system. (B)(4).

Event description:
A nurse reported that the phacoemulsification power function did not work during a cataract with iol (intraocular lens) implant procedure. Biomed was contacted and a frail cord was repaired. The issue was resolved but resulted in a 22 minute delay. There was no harm to the pt.